Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with an atrial fibrillation trigger. Upon review, the implantable cardiac monitor exhibited missing episodes of atrial fibrillation. Furthermore, the device exhibited intermittent loss of sensing leading to false pause episodes. No intervention was performed. No further information was available.

Event description:
New information received on 9/4/2018 indicating that the device exhibited undersensing as well. Programming changes were made.